Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported by affiliate via complaint submission tool the truespan 12 degree peek. First implant already made a special noise and second implant was stocked and couldn't fire. The complaint device was received and evaluated. Visual observations reveal that the implants were not received in the packaging. In addition, the silicone sleeve was damaged as it was found a crack in the distal part. The complaint cannot be confirmed. The functional test was not performed because components were missing, the red trigger was activated several times and has been ensured the proper functioning. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number: 6l43465 , and no non-conformances were identified at this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from switzerland that during knee arthroscopy, it was observed that the first implant made a special noise and the second implant was stuck and did not fire. There was no force applied. The surgery was completed with another like device with a couple of minutes delay. There were no adverse patient consequences reported. No additional information was provided.